Event description:
A comment was left on (B)(6) stating "this device killed my son" indicating that the vns was the cause of her son's death. It was also reported that the patient¿s device was explanted prior to the patient's passing. The explanted device was returned and product analysis found no issues with the returned generator. The cause of the patient's death to device explant/surgery is unknown. No additional or relevant information has been received to date.